Event description:
A customer obtained erroneously elevated troponin (accu tni) results on two patients' samples. Upon repeat testing on an alternate instrument the results were in the normal reference range. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The samples were collected in lithium heparin pst tubes and were centrifuged for 6 minutes. Qc was within the customer's established ranges prior to the erroneous results. A field service engineer (fse) was dispatched: the fse found the substrate probe to be kinked and replaced that. The fse verified the repairs per established procedures and results met published specifications. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.